Event description:
The user facility reported an incident described as 3rd degree patient burn after a attico-antrotomy.

Manufacturer narrative:
The system was on loan for demonstration. All surgeons have been trained and approximately 10 surgeries have been performed under the supervision of a carl zeiss employee. The incident occurred during a surgery without supervision. The system and the light source have been inspected by the manufacturer and found to work according to the specifications. The labeling provides a recommendation to use the lowest light setting necessary for the procedure, reducing the exposure to a minimum.